Event description:
It was reported that implant shift occurred. A watchman access system (was) and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was positioned in the laa and the wds was advanced. Significant wire bias was noted. The 30mm closure device was deployed. A complete seal was observed and the device met all criteria; therefore was released. Approximately 30-40 seconds post-release, the imager stated the device appeared to be more proximal from where it was originally released. Although the device seemed stable, the device was watched for approximately 20-30 minutes. During this time, the device measured larger in all 4 transesophageal echocardiogram (tee) views post release than before release. Compression measurements were noted to be above 20% prior to release, after release they became less and less. It was also noted that the device was changing shape. Per physician, the change in device shape and decreasing compression were due to the patients rigid endocardial tissue which caused the device to prolapse. After discussion, the implanting team decided to retrieve the device due to its position. The device was successfully snared using a non-bsc snare and a was. A new was was used and a 33mm closure device was selected and the procedure was successfully completed. No patient complications were reported.